Event description:
Caller states pt tested 4.5 inr of the coaguchek s system and 3.0 inr on a comparison lab. No action taken based on device result. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect system and replacement was sent.